Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 215 mg/dl. The customer stated that the b button only worked intermittently. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The most recent blood glucose reading was 295 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.